Event description:
Home patient's (hp) spouse contacted baxter's technical service center for assistance during drain 1 of hp's apd therapy. Spouse reported a leak in the patient extension line. The technician assisted the spouse in ending therapy. Spouse reportedly would contact the rn in the morning and continue therapy with a manual exchange. Follow up with hp's rn indicated hp received a transfer set change and was treated prophylactically with keflex 500mg, by mouth, three times daily for 1 week. No patient injury resulted from reported incident per rn.